Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Onsite investigation was not preformed as the issue was resolved over the phone with the manufacturer, no system checkout was needed at that point. The issue was resolved when the site staff pressed the 'm' button on the imaging system. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. Issue resolved over the phone with manufacturer.

Event description:
A site representative reported that, while in a spinal fusion procedure, they were prompted to calibrate the imaging system and had to press the m button in order to re-home. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.